Manufacturer narrative:
The customer reported that the bedside monitor (bsm) rebooted itself and then showed the internal memory error icon at the top of the screen. The customer later reported that removing the input unit and re-seating the connection resolved the issue. No patient harm was reported.

Event description:
The customer reported that the bedside monitor (bsm) rebooted itself and then showed the internal memory error icon at the top of the screen.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(4) corporation reported the bsm-6300a (mu-631ra sn: (B)(6) rebooted itself and then showed an internal memory error icon at the top. Service requested troubleshooting/assistance. Service performed customer was instructed to test whether the error message followed the bedside monitor or its input unit. Customer was unable to perform troubleshooting. Customer later reported that removing the input unit and re-seating it resolved the issue. Investigation result the bsm warranty began 09/11/2016. The reported issue occurred after 1.5 years. Information for the input unit used in conjunction with the bsm was not provided. Per nkc DHR (attached), the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device sap history at nka found no other issues reported against this unit. Review of tickets opened at customer facility found no other issues reported for mu-631ra rebooting/memory error. Similar tickets review using keywords "mu-631ra reboot" found the following potentially related issues: 45671 reported 11/29/2018 at (B)(6) service in which unit sn: (B)(6) was reported to spontaneously reboot. Customer was found to be using the bsm battery well beyond its expected charge cycle limit. 57091 reported 04/22/2019 at (B)(6) center in which unit sn: (B)(6) was reported to shut down during use and goes through reboot process. Unit was returned and #: ur-39450 was replaced to resolve the issue. Unit has no prior history of rebooting/memory error. Issue was resolved upon re-seating the unit and no nk servicing was needed. Further details surrounding the incident, including whether unit was operating via battery or ac power, along with age of the battery was not provided. From the information available, the root cause could not be determined. However, there is no adverse trend of this issue found. No further issues reported for this unit. This issue is not suspected to be caused by deficient device design. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) rebooted itself and then showed the internal memory error icon at the top of the screen.